Event description:
Boston scientific received information that the lead was capped/sealed due to a failure. (B)(6) hospital dr.(B)(6) implant date (B)(6) 2003. Capped- (B)(6) 2011 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).